Event description:
It was reported that the pump battery could not be charged. Reportedly, the customer was able to charge the pump with an alternate cable. There was no adverse effect to customer's blood glucose level.

Manufacturer narrative:
Device not returned.